Event description:
It has been reported to philips that system was not booting up. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in clinical use at the time of the event. At the time the issue was identified, the system was in use for a planned/non-emergency treatment procedure which was completed as planned by restarting the system. The customer reported that the system gave an error message but, after several attempts to start up, would eventually start up without an error message. A philips field service engineer (fse) inspected the system onsite. Troubleshooting and analysis of the system logs did not identify any error messages and the issue was no longer occurring. The fse restarted the system and, after doing so, the system was returned to use in good working order. The codes were updated based on the investigation outcome.